Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, it was reported that prior to going to sleep, the patient¿s cgm reading was 100 mg/dl. While asleep, the patient¿s husband heard the cgm alert to a brief sensor issue. It was also documented that the patient woke up and was aware of this alert and then went back to sleep. No bg meter readings were taken. At an unspecified time after this, the patient¿s wearable then failed. Around 5am, the patient was found on the floor and unresponsive by her husband. The patient¿s daughter noticed the patient¿s cgm was in a sensor failed state. Emergency medical services (ems) was called and the patient was transported to the emergency room (ER). The patient could not recall what her bg level was at this time nor how long she was unconscious. At the ER, the patient was treated with IV glucose via intraosseous access since IV access could not be established. The patient was diagnosed with ¿hypoglycemic resulting in a diabetic coma¿. The patient¿s bg level increased to 69 mg/dl and later to 90 mg/dl. The patient was discharged after approximately 5 hours with instructions to eat and to continue monitoring her bg levels. At the time of report, the patient had ongoing pain in her legs and arms which she believed was due to the emergency treatment she received. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.